Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been high; the patient's blood glucose was 600 mg/dl at one point. The patient stated that her blood glucose would run high and she would treat by changing the infusion set or reservoir. She has had to change her set multiple times. The customer also drank lots of water until her blood glucose returned to normal; she also administered manual insulin injections. Troubleshooting for the high blood glucose was declined. No products were returned or replaced.